Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was not returned. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during placement of the device, there was a rupture of the "amérage". This reported event has been assessed as the suture broke. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during placement of the device, there was a rupture of the "amerage". This reported event has been assessed as the suture broke. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.